Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID innowi; product lot/serial number n/a; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant prior to the first valve attempt, a pre-implant balloon dilation was performed. The deployment starting point was at the bottom of pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 3-4 mm on the left coronary cusp (lcc). After the valve dislodged aortic, the implant depth of the valve was high in the sinus. A non-medtronic guidewire (innowi) was used. No pre-implant balloon dilation was performed with the second valve implant attempt. Per the physician, the patient's asymmetric valve calcification/heavy left coronary cusp (lcc) calcification contributed to the valve dislodgement. A procedural delay resulted from infold of the valves.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device with a valve loaded within the capsule at medtronic¿s quality laboratory, visual analysis showed the handle and capsule were closed. The nosecone was overcaptured by the capsule. Delamination was evident to the proximal capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house 34 mm valve was successfully loaded onto the delivery catheter system (dcs). After the successful loading of the valve onto the dcs there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: 0012734877); product type: 0195-heart valves; product ID: evolutfx-34 (k061218); product type: 0195-heart valves; product ID: evolutfx-34 (k063150); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the evolutfx-34 valve dislodged during the first valve positioning. During the second deployment attempt, the valve exhibited an infold. A second valve was loaded, and an infold was observed during the first position of the second valve. Both valves were reported as good loads. A second pre-dilatation was performed, and a third valve was used, which opened successfully, allowing the procedure to be completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: seven media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection of the first valve was performed and confirmed a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implantation. It was reported that during deployment, the valve dislodged requiring a recapture. Images of the dislodgement and recapture were not provided. During the subsequent deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was not released, and a new valve was prepped, and fluoroscopy valve load inspection was performed showing inflow crown overlap just prior to node 4 which would be considered a good load. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. During valve deployment, an infold was noted during the first attempt. The infolded valve was not released, and a third valve was prepped and fluoro load inspection confirmed a good load. The third valve was deployed without any evidence of infolding. Of note, it was reported that a second pre balloon aortic valvuloplasty was performed prior to the implantation with the third valve. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.